Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic assisted vaginal hysterectomy (lavh)- "today I was in the o.r. In (B)(6). The surgeon did a lavh with voyant. There was a lot of bleeding so the lower part of the shaft was covered with blood. They used 5mm reusable trocars and it was difficult to move the shaft in the trocar. They cleaned the shaft with saline to remove the blood but the result was that it was even more difficult to move the shaft in the trocar. Is this something you also heard from other hospitals? " additional information received : the voyant worked very well throughout the procedure. At the end of the procedure a collision issue was noticed, probably to much blood was dried onto the instrument-shaft (clearly visual). Cleaning the instrument-shaft (with saline) did not entirely solve the problem. Serial number of the generator the hand piece was connected: sn (B)(4). Patient status: no consequences for patient's health.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted blood and eschar buildup on the jaws; however, the shaft was clean. During testing, engineering filled a metal cannula with porcine blood which was left to dry. Saline was poured through the trocar to remove some blood and the device was inserted into the trocar to test the device's mobility. Some resistance was observed. As such, engineering was able to replicate the event. Additionally, engineering measured the outer diameter of the device shaft in three locations, distal, medial, and proximal, and confirmed that all measurements were within specification. The root cause of the resistance observed during the event may be due to the dried blood buildup on the device that hindered the mobility of the device. Applied medical continuously seeks to improve the form, function, and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.